Event description:
The customer tested blood glucose and received results of "hi" and "hi", they dosed 3 extra units of insulin. The customer passed out. They woke up later and called an ambulance. Family member gave pt glucose tablets. When the ambulance arrived they received a result of 78mg/dl. The customer was given a glucose IV and was taken to the hospital. They were given breakfast to eat at the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.